Event description:
It was reported that during an acl (anterior cruciate ligament) surgery and l knee scope, 2 cm of the egress cannula broke off at the proximal perforation. The egress cannula was found in the scope pan after the patient was in post anesthesia care unit (recovery room). The patient was brought back to the operating room for removal. There are no other known complications. The patient is fine.

Manufacturer narrative:
The cannula was disposed of. Without the product in question, the cause of the break cannot be determined.